Manufacturer narrative:
Philips service replaced the fuse and ttcf board 1gb, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that fuse failure caused loss of tsm and geo/image module on an azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.